Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 49 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with glucose tablets. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was over delivering. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted.